Event description:
Rptr's first procedure was a lasik on lt eye in april 96. Rptr's vision was still poor, but somewhat improved. Prk done on same eye in june 96 resulting in legal blindness from corneal scarring and an irregular astygnatism. Rptr has been told that the damage is irrevisible and their vision is not correctable.